Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The description provided indicates that during the procedure the user continuously received as error stating force on end effector and that motion may be obstructed which resulted in abortion of excelsius gps. Our evaluation of the system revealed that a field service engineer discovered that the error in question was due to draping of the arm. The severity is observed matches the anticipated complaint severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot.